Event description:
Additional information was received from the initial reporter, indicating that this event occurred during procedure preparation. It did not cause any delays nor were any other devices involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the subject device was not returned, the results of the investigation were unable to identify a definitive root cause for the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video system center had a broken video connector. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.